Manufacturer narrative:
H3: pending investigation. D10: 2256945 170-32-93 - biolox delta femoral head 32mm od, -3.5mm 2342825 180-01-54 - nv crown cup clstr hole 54mm group 2 2545204 160-00-14 - pf stem tapered plasma sz 14 2679132 120-65-20 - bone screw 6.5mm dia x 20mm long. H7:(B)(4).

Event description:
As reported, the patient had an initial left tha on (B)(6) 2013. The patient was revised on (B)(6) 2023 due to a failed cup and liner - recalled poly. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The revision reported was likely the result of prosthesis wear over the course of 10 years of implantation, patient-related considerations, and a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) including edge loading and impingement. An additional reason for the revision may be acetabular cup loosening, but this cannot be confirmed as the devices were not returned for evaluation and no clinical notes were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.